Event description:
It was reported that an occlusion alarm occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Additionally, the customer reported a high blood glucose (bg) level higher than 500 mg/dl. Cause of high bg was occlusion. Customer addressed high bg by correction bolus via pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.